Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on (B)(6)2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and is awaiting explant. Further information was requested, but not yet available. The patient condition was stable.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. There were no patient consequences before, during, and after the procedure.